Manufacturer narrative:
Analysis of the device found motor corrosion and-or wear and-or lubrication as well as stall due to shaft-bearing.

Event description:
Information was received from a product return regarding a patient who was receiving 80.0 mg/ml sufentanil at an unknown dose and 160.0 mg/ml baclofen at an unknown dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump was removed on (B)(6) 2016 for prophylactic removal of the pump to avoid in-vivo battery depletion. There was no patient death reported and no symptoms were reported. It was noted that the patient recovered without sequelae. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.